Event description:
It was reported that during an initial total knee arthroplasty, the impactor pad fractured while the femoral component was being implanted. There was no patient impact and no adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). G2: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. Visual inspection of the returned device found the femoral impactor black attachment broken apart in the middle. Confirmed etching of item and lot number on part. Nicks, gouges, scratches, and indentations are noted to the device from previous uses and tools. No other damage was noted. Device has an approximate field age of 1 year 9 months. Fracture analysis performed. The features of this fracture surface and mode align with those reported in documentation regarding knee impactor fractures. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.